Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2014. Inratio: 2.0. Lab: 2.6. Time between tests: 1 hour. Therapeutic range: 2.5-3.5.

Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and repeatability criteria. A review of the batch record for the lot did not uncover any non-conformances. Results of the query of similar incidents in the complaint system for this lot did not indicate a mfg issue. Root cause could not be determined from the info provided by the customer. Based on the info available, there is no indication of a product deficiency. Corrective action is not required at this time. The issue will be subject to tracking and trending.